Event description:
It was reported that the left ventricular lead had a high threshold measurement. At a later office visit, the threshold had decreased to an acceptable level. According the device manufacturer's records, the lead was also noted to have been implanted after the use by date. The lead is still in use. No patient complications have been reported as a result of this event. The patient is a participant in the attain success study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.